Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported that the insulin pump stopped delivering insulin. The customer reported almost into diabetes ketoacidosis. The customer also reported symptoms of lethargy and vomiting. Troubleshooting was done. No additional information is provided.